Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 7 failed. A recover storage space procedure was performed, but the drawer continued to fail. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 was failed. A field service engineer powered off the station and removed the full height drawer 7 from the cabinet, found that the inseparable magnet was missing, which caused the latch sensor to report incorrectly, replaced the inseparable magnet, reinstalled the drawer into the cabinet, and reattached it to the device. After rebooting the station, the application loaded successfully, and the hardware performed as expected. Hardware functionality was then tested through the application without any issues. The top panel was observed for any cracks, bio-ID functions were tested, the barcode scanner functions were tested, the barcode scanner arm was verified to be secure, keyboard functioned successfully, pyxis's bus cable was reseated, station was rebooted. No further issues were found. The system functioned as intended after the field service engineer repaired the device.